Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, the output of the electrode appeared less efficient than usual. Finally, the electrode stopped outputting. It was found that the insulator on the tip had been lost, but it was removed from the patient¿s body. The complaint device was received and evaluated in juarez laboratory. Visual inspection revealed that the metal plate on the active tip was not attached. The cable was in good condition as well as the connector and pins. Therefore, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The active tip is detached from the device and the active tip has been returned and shows the signs of significant amount of use. Also, evidence of dried saline in suction tube. Finally, no visible damage to the device shaft, handle, cable or plug. The electrical and functional test were not performed due to device damage; therefore, the parameters could not be verified. It appears that the suction tube has eroded at the juncture between itself and the active tip, causing the tip to detach. The tip itself was returned and remained in one piece but it did show evidence of considerable amount of activation with edges rounded and the suction ports enlarged. A DHR review has been performed for lot u2003130; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product DHR, investigation findings & ra no correction action is deemed necessary at this time. Based on the results, this complaint can be confirmed. The failure mode seen is consistent with other complaint devices investigated under a CAPA, which was opened to investigate the occurrence of active tip failures in the field. The potential root cause for this CAPA was identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. C) misuse, (e.g. Extended activation or overloading of mechanical forces). In this case based on the evidence of extended activation the likely root cause is misuse. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the insulator on the tip on the electrode device was missing but was found and removed from the patient¿s body. The procedure was completed with less than 30 minute of surgical delay. There were no adverse patient consequences reported. The device was brand new and its first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.